Manufacturer narrative:
The icm is not present on the patient and is not available to be returned, since it the explant date is unknown. In case a further information was provide an supplemental report will be sent.

Event description:
It was reported that the patient presented in the clinic with the healthcare professional for troubleshooting due to a loss of connectivity. The patient mobile monitor (pmm) was not establishing communication, and the app showed no successful connection despite appearing active. The insertable cardiac monitor (icm) could not be awakened with a magnet, was unable to be identified by palpation, and was not visualized on imaging. Review of stored events and daily electrogram information suggested a possible change in signal characteristics consistent with suspected migration or placement-related concerns. Attempts to restore communication were unsuccessful, and the issue remained unresolved, with consideration for either icm functionality or placement. No adverse patient effects were reported. Additional information confirms that the implantable cardiac monitor (icm) was not present in the patient.